Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm. Customer's blood glucose was unknown. Customer mentioned the contacts in the battery compartment were damaged. Customer was advised the battery cap will be replaced. The insulin pump will not be returned for analysis.